Event description:
It was reported that this right ventricular (rv) lead exhibited low out of range impedance measurements during ventricular tachycardia (vt) ablation. Technical services (ts) was consulted and noted the measurements were likely due to electromagnetic interference (emi). The day after the procedure, within range measurements were exhibited, and the patient will continue to be monitored. This rv lead remains in service. No adverse patient effects were reported.